Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead malfunction since 3 years ago. Moreover, the patient with this ra lead experienced pocket soreness. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. This lead was surgically abandoned. No additional adverse patient effects were reported.